Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that something was wrong with the stimulator. This was explained to mean that it feels like the implantable neurostimulator is on, and she cannot shut the two implants off (she has both a rechargeable implantable neurostimulator on the right side for leg pain and a primary cell implantable neurostimulator on the left side for the left arm). The patient lost her patient programmer but has the recharger available. The patient attempted to turn the rechargeable implantable neurostimulator off, but the patient kept on getting the reposition antenna screens on the recharger. The patient also got a reposition + press the turn ins off screen. The patient verified that she had the antenna over the correct implantable neurostimulator but was still getting the reposition antenna screen. The patient usually charges the implantable neurostimulator every day. The patient ordered a replacement patient programmer and is scheduled for an appointment with her health care professional in (B)(6) 2020 for further troubleshooting. There were no further complications reported.

Manufacturer narrative:
Product ID: 97702. Serial# (B)(6) implanted: (B)(6) 2021. Implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had the inability to control turning the implants on. The patient reported conflicting information to what was originally reported and noted that the issue of not being able to turn the implants off was first observed in (B)(6) 2020. The patient noted that since implant of the newer unit, it¿s hard to keep the handle on it. The patient noted that the patient programmer is not reaching both inside units. The patient noted that the circumstances that led to the inability to turn the implants off was that she got a new patient programmer which is contradictory to the original reported issue. The patient is making their third appointment with their physician to address the issue. The patient noted that the entire system has been nothing but trouble since the second unit was placed. The inability to turn the implants off has not been resolved. The patient noted that the last time the unit was working was (B)(6) 2018. Since the second unit was placed, it has been a hassle and uncomfortable. The patient noted that the pain runs all the way up to the top of her brain and it is not yet resolved. The patient noted that they have given up as she spends more time trying to get the implantable neurostimulator to stay and manage pain and the patient is still in pain. There were no further complications reported.